Event description:
It was reported that the external pulse generator failed its in-house sensitivity check. It was further reported that the generator needed a new rear clip. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator failed its in-house sensitivity check. It was further reported that the generator needed a new rear clip. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patie nt information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that it was not sensing correctly, but did confirm that it was missing its rear clip, as well as one side bail cover and one side bail. Analysis also found that the lower case was broken, one case screw was missing and that on the main keypad the "on" key was collapsed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.